Manufacturer narrative:
The files analysis has revealed that the issues described in the complaint is due to the fact that the user applied a preprogram mode (saved before implantation) corresponding to a non-implanted status: right atrial and the right ventricular automatic impedance was set at off (non-implanted status) while the user applied this pre-program after implantation. To avoid this kind of behavior, the values of pre-programmed parameters saved before implantation should not be applied after implantation. Or, if this action is mandatory from physician point of view, an aida programming shall be executed after application of pre-programmed parameters (this action was performed on (B)(6) and is the reason why the automatic impedance measurement parameter value was restored in this session).

Event description:
Reportedly, on (B)(6) 2024, an alizea dr (s/n: (B)(6) was implanted. On (B)(6) 2024, during a device check one week after implantation, the error message "[69] some aida memory settings have not been configured" was displayed. When the aida screen was checked, the pacing rate and sensing were displayed normally. When the observed phenomenon was confirmed internally, it was learned that the problem could be improved by pressing the program button on the aida screen. The physician is seeking answers regarding the occurrence of the observed problem and the cause of the error message [69] being displayed.